Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for failed back surgery syndrome and spinal pain. It was reported that patient was reprogrammed on (B)(6) 2018 to high frequency. Patient mentioned they were told to disregard what the battery indicator says for insr and to just go ahead and charge every night. Patient reported that their scs seemed like it was really dead each night. They also reported they didn¿t feel stimulation much anymore since settings were changed. They were usually charging 2.5 hours per day but that now they can charge the device all day and never go to full. It would say almost full but never gets to full. Charging considerations were reviewed with patient but patient stated that they were familiar with charging as they¿ve had the device for a few years now. Patient did confirm they have not seen the charge sufficient or charge full screen since settings were changed. Patient went on to say that one day they charged for 4 hours while napping and it still didn¿t quite go to 100%. They indicated that they have good coverage down legs where needed but that their lower back was not covering like it had used to or like it should. Patient advised to follow up with healthcare professional to get assistance from the manufacturer representative. The change in therapy and symptoms were considered sudden. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the issue with their device seeming to be dead each night, not feeling much stimulation, charge not getting to full, and their lower back not covering like it used to was confirmed to be related to setting changes. The patient stated that they charged to near full each night, and the battery would indicate near dead by 10 p.m. They noted that a manufacturing representative re-adjusted their stimulation placement, and intensity to resolve the issue. The patient indicated that they weighed (B)(6) at the time of the event. No further complications were reported or anticipated.